Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving morphine (50 mg/ml, 5 mg/day) from an implantable pump for non-malignant pain and other chronic/intract pain. The hcp reported that the patient had a pump and catheter revision and the drug concentration was changed from 50 mg/ml to 10 mg/ml, then back to 50 mg/ml. The timeline was (B)(6) 2017 50 mg/ml, (B)(6) 2017 10 mg/ml, (B)(6) 2017, pump and catheter revision. In (B)(6) 2018, morphine 50 mg/ml was re-ordered with the pump refill but the programming of the pump was confirmed as 10 mg/ml. The current programming parameters: 10 mg/ml at 1 mg/day but caller stated that it was actually 50 mg/ml in the pump reservoir. The hcp stated that the daily dose used to be 7.5 mg/day, that there was a brief period after the revision where the patient was not getting much of anything for it drug and that the patient was still experiencing pain. In (B)(6) 2018, the hcp stated there was an it rate increase to 0.5 mg/day but "patient thought it was after another revision". The hcp believed that since the patient's primary language was not english, there have been miscommunications between the patient and hcps. It was reviewed that the patient was actually receiving 5 mg/day with the programming error.